Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative. It was reported that the patient¿s system was evaluated for an elective replacement indicator (eri) battery status. Interrogation of the implantable neurostimulator (ins) revealed out of range impedances on contacts zero and two, with values greater than 10,000 ohms. No known environmental or external factors were reported that may have led or contributed to the issue. The manufacturer representative discontinued the use of contact zero on program 2. Additionally, it was reported that the patient experienced burning at the ins pocket. The issue was not resolved, and surgical intervention was planned. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is other chronic/intractable pain (trunk/limbs).